Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber tip was observed to be broken after being unpacked and connected to the console. The fiber could not be used to treat the patient' therefore, a new fiber was utilized to complete the procedure.